Event description:
The manufacture's field service engineer (fse) reported that during 12.5 k preventative maintenance (pm), the fse found diagnostic code message of unknown restart. There was no patient involvement.